Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had been exposed to fluid when the customer fell into water with the insulin pump still on. The customer did not know the blood glucose reading. He stated that he had been pushed off a boat. He stated that there had been an alarm on the insulin pump at first, but now he was unable to get the insulin pump to turn back on. He noted that the display went completely blank after it had been exposed to water. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.